Event description:
It was reported that alarm of a suffocation pressure. In machine-controlled mode, the anesthesia machine only showed inspiration but no breathing, no health consequences have reportedly occurred.

Manufacturer narrative:
It was reported that the anesthesia machine was in use with machine control of the patient's respiration, and that the anesthesia machine worked normally when oxygen denitrification was given by hand control. When the endotracheal tube was connected, the anesthesia machine began to alarm, displaying asphyxiation pressure, and in the machine-controlled state, the anesthesia machine had only aspirated breaths and no respiratory images, and there was no patient injury. Based on the hospital's report, the patient was converted to hand-controlled assisted ventilation and found that the anesthesia machine was still only suctioning the weather with no respiratory signs, and was changed to a respiratory capsule to assist the patient's breathing, and the patient's vital signs remained stable, and the surgery proceeded normally. After confirming with dräger's engineers, 1) dräger's engineers have not been contacted about the failure of this incident, and no bad parts have been replaced, so it is not possible to provide equipment logs; 2) when the hospital's equipment malfunctions, the hospital routinely contacts the agent's engineers for free treatment, but it does not replace any bad parts, which is not able to solve the problems that have arisen; 3) previously, the hospital had a joint inspection, and there were common problems with the anesthesia machine equipment. Valve, diaphragm wear or aging phenomenon, it is recommended that the hospital consider replacing the anesthesia machine maintenance parts. Based on the current information received, the cause points to inadequate cleaning, disinfection, and maintenance. After prolonged use of the anesthesia machine, the patient's airway secretions accumulate, causing the expiratory valve membrane to adhere to the valve seat, resulting in a buildup of multiple inspiratory phases during automatic ventilation, leading to a high airway pressure alarm. At the same time, according to the reported information, in the case of manual ventilation (mechanical ventilation has been paused), there is still only inspiration but no expiration (the expiratory valve inside the cosy 2.6 could not be fully opened or opened very small due to adhesion), which indicates that the point of failure is only in the compact respiratory circuit, and it does not involve the main ventilator and the motor or any other components.

Event description:
It was reported that alarm of a suffocation pressure. In machine-controlled mode, the anesthesia machine only showed inspiration but no breathing, no health consequences have reportedly occurred.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.